Manufacturer narrative:
(B)(4). The ac adapter was received for evaluation. An evaluation of the device duplicated the reported issue and found ac lemo connector pin 3 is burnt/melted. A replacement device was sent to the customer. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
The customer reported that there is a damaged pin on dc plug. It is unknown if there was patient involvement associated with the reported issue.